Manufacturer narrative:
Unk. This product is not marketed in the us. Type of investigation: lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5 12.6, -6.5/1.00/083 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022. Excessive vault was observed, lens remains implanted. Cause of event is unknown.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found haptic bent/deformed. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
B5: per updated information, the lens was explanted on (B)(6) 2022. And the problem resolved. Claim (B)(4).